Event description:
Through journal article titled "breast implant-associated anaplastic large cell lymphoma (bia-alcl) confirmed in capsule: analysis of patient series and practical guidelines for breast surgeons" reports a diagnosis of bia-alcl as patient experiencing moderate breast edema, breast seroma, capsule thickening, axillary lymph node enlargement. The article does not specify the histopathological marker cd30+ and alk-. Patient has been treated with bilateral capsulectomy, re-implantation and axillary lymph nodes biopsy. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late. Additional, corrected and/or changed data: b.3.

Manufacturer narrative:
Continued e1 (facility name): (B)(6). Continued h.6. Health effect- impact code: f2201, f2203, f2303. Date of alcl diagnosis:(B)(6) 2018. The events of lymphoma-alcl , seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, seroma, lymphadenopathy. Citation: pluta p, giza a, kolenda m, et al. Breast implant-associated anaplastic large cell lymphoma (bia-alcl) in poland: analysis of patient series and practical guidelines for breast surgeons. Archives of medical science. 2023;19(5):1243-1251. Doi:10.5114/aoms.2020.100637.

Event description:
Through journal article titled "breast implant-associated anaplastic large cell lymphoma (bia-alcl) in poland: analysis of patient series and practical guidelines for breast surgeons" reports a diagnosis of bia-alcl as patient experiencing moderate breast edema, breast seroma, capsule thickening, axillary lymph node enlargement. Patient was diagnosed with alcl in (B)(6) 2018. The article does not specify the histopathological marker cd30+ and alk-. However, the authors used the who criteria, detailed in the article. Therefore, lymphoma-alcl is the appropriate coding term to be used. Patient has been treated with bilateral capsulectomy, re-implantation and axillary lymph nodes biopsy. Device has been explanted and replaced with non-allergan device.